Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. During unpacking of a 4.00 x 12mm synergy ii drug-eluting stent, it was noted that the stent strut was broken and was not smooth. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 4.00 x 12 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage on the first two proximal struts which are partially flared. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and the proximal balloon cone appears relaxed suggesting that the balloon had been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. During unpacking of a 4.00 x 12mm synergy ii drug-eluting stent, it was noted that the stent strut was broken and was not smooth. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.